Event description:
It was reported to boston scientific corporation that a genesys hydrothermablator (hta) endometrial ablation system was used in a hydrothermablation procedure performed on (B)(6) 2013. Patient is reported to be over 18 (patient identifier, date of birth, and weight are unknown). According to the complainant, the console lost power during the hysteroscopy phase. The console was plugged into a different ac outlet. Subsequently, an error 43 occurred then system rebooted again. The procedure was successfully completed using a different console. The patient was reportedly fine at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablator (hta) endometrial ablation system was used in a hydrothermablation procedure performed on (B)(6) 2013. Patient is reported to be over 18 (patient identifier, date of birth, and weight are unknown). According to the complainant, the console lost power during the hysteroscopy phase. The console was plugged into a different ac outlet. Subsequently, an error 43 occurred then system rebooted again. The procedure was successfully completed using a different console. The patient was reportedly fine at the conclusion of the procedure.

Manufacturer narrative:
The genesys hydrothermablator (hta) endometrial ablation system was received in the fremont cis in good condition. A service history review for this device confirmed no previous issues that would have led to reported failure. No additional past events in relation to the complaint of this unit were found. The reported event "system error 43" and "system rebooting" was not confirmed by reviewing system data. The root cause of the failure was determined to be caused by a component on the graphics user interface board was out of adjustment. It could not be determined what caused the gui interface power to become out of adjustment therefore; the root cause classification is "undeterminable".